Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing noise on the right ventricular (rv) channel. The health care professional (hcp) reported that the patient works with heavy machinery and suspects electromagnetic interference (emi) noise was oversensed by the crtp. The hcp requested technical services (ts) review the crtp presenting electrogram (egm). Upon review, ts confirmed oversensing noise on the rv channel. Ts recommended device programming optimization considerations. At this time, the crtp remains in service. No additional adverse patient effects were reported.